Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a pocket infection. The pacemaker system was explanted prophylactically with no allegation of the pacemaker system or procedures causing the infection. The patient was in stable condition.